Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer changed the infusion set and cartridge. System check was performed by tandem technical support. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.